Event description:
Facility alleges an adverse reaction occurred 15-20 minutes after the initiation of treatment. Pt experienced severe back pain and chest tightness. Pt was given oxygen via nasal cannula at 2 l/min. And blood flow rate was lowered. Dialysis was discontinued and blood returned to the pt. No blood loss or serious injury reported. This event involved one pt.